Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a cord on the mega suturecut needle driver instrument snapped and one the instrument's jaws stopped working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument wire snapped while within the patient via the screen. The jaws of instrument would not open and close. The instrument was replaced with another mega suturecut needle driver instrument and the procedure was continued as planned.